Event description:
It was reported that the appropriate implant was selected for the patient. Subsequent to implantation, the patient experienced a periprosthetic fracture in the acetabulum. It is not known what caused the fracture. The patient was revised and a larger implant used as a result of the fracture that had occurred for better fixation. The patient is reported to be doing well after the revision surgery. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;b5;g3;h2;h3;h6. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6;h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there was a fracture of the medial wall of the acetabulum. There is loosening of the acetabular implant and displacement of the implant components into the left hemipelvis. There was no fracture of the proximal femur. Approximately one month later, there had been interval arthroplasty revision, as well as plate, screw, and cement fixation of the acetabular fracture. On the single image, alignment appears anatomic. There is no dislocation. A definitive root cause cannot be determined. Based on the provided medical images, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;b5;g3;h2;h3;h6. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Additional information received. It was reported that the patient was revised due to a periprosthetic fracture in the acetabulum and there were no concerns from the surgeon.

Manufacturer narrative:
Cmp (B)(4). D10: cat# 00877503202 lot# 3220631 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0 . Cat# 574202065 lot# 3205483 femoral stem cementless collared high offset 12/14 taper size 6.5. Cat# 010000661 lot# j7696942 g7 pps ltd acet shell 48c. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 16 days post implantation of a left total hip arthroplasty, the patient was revised due to instability. Follow up attempts for more information on the event are in progress.